Event description:
Staff member reported to writer that when prepping an insulin pen for a patient, the staff member did not notice that the tip of the pen was cracked. When the staff member pushed the button, the insulin squirted out of the cracked tip, but in the direction of the staff members face. The staff member reported, "the insulin shot out, and grazed my face and my eye," and indicated it was the left side of her face and left eye. The staff member also noted that she pointed the insulin pen away from her face and body, and it still hit her face/eye. The writer contacted the administrative supervisor, who recommended the staff member flush their eye and fill out a staff accident report. They also recommended a safety event be filled out due to faulty equipment. The staff member flushed their left eye twice. Writer provided the staff member with the link to fill out a staff accident report as well. Writer also coached staff member to monitor themselves, and have the option to go to the ed if feeling unwell. Staff member denied the need to go to the ed at this time, stated, "I feel fine."